Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated an "autofill failure" alarm three times. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The co rep was unable to duplicate the reported problem but the "autofill failure" alarm was verified in the fault log. The co rep cleared the moisture from the purge line and replaced the blood detect tubing (part number 0008-00-0312). The co rep performed functional and performance tests. The unit met factory specifications and was returned to the customer. (B)(4).